Event description:
It was reported that during use on a patient, the screen of the intra-aortic balloon pump (iabp) was frozen for a few tens of seconds. Pumping did not stop. As a result, the iabp was replaced with a new one. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp display frozen for "tens of seconds" is not able to be confirmed. If a part is returned on a later date, an investigation of the sample will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, the screen of the intra-aortic balloon pump (iabp) was frozen for a few tens of seconds. Pumping did not stop. As a result, the iabp was replaced with a new one. There was no report of patient complications, serious injury or death.